Manufacturer narrative:
For: (B)(6) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a bkp on l1 for compression fracture of the intravertebral cleft. It was reported that, after mixing the cement, the appropriate viscosity was reached in about 4 minutes and the filling was started. However, in about 5 minutes the cement became solid that it could not be filled into the second bfd. It was judged that pushing the plunger with excessive force would damage the pedicle, so the procedure was completed by opening a new kit of cement, mixer, and balloon. The cement was mixed for about 30 seconds and it was doughy and homogeneous prior to delivery into the patient. There was a delay of less than 60 min in overall procedure time. The cement came in contact with the patient. There were no patient symptoms or complications as a result of this event. The products were discarded and the implanted cement is still in service. It was reported that the cement has been stored and mixed properly. It has been recognized that there is nothing wrong with the mixer situation.